Event description:
The patient reported that on (B)(6) 2021 approximately 12 hours after removing and replacing his v-go 20 device following proper fill, wear, and go procedure the adhesive pad did not stay attached to the body and the v-go device fell off causing slight bleeding to occur. Patient reported that he replaced his v-go device around 9 pm on (B)(6) 2021, and when he was walking today at approximately 10 am he felt his v-go become lose and when he returned home to see why his v-go fell off and there was a slight amount of blood at the injection area.